Event description:
It was reported by the customer that the patient almost fell off the cot during unloading. This was due to the powered cot system not turning off due to a faulty switch assembly. The patient was not injured and no adverse consequence or clinically relevant delay in treatment was reported.